Manufacturer narrative:
The investigation conducted found that the vision system was out of tolerance due to the camera controller unit (ccu) not calibrating. The ccu calibrates and adjusts the brightness levels of the video image from the two high magnification camera heads. The ccu then feeds the image through the video synchronizer to the surgeon's console and assistant monitor. The system was repaired by replacing the affected ccu. As of (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s low anterior resection procedure, the site experienced a red image at the surgeon side console. The surgical staff made the decision to convert to open surgical techniques to complete the planned procedure. No patient harm or adverse outcome was reported.